Event description:
It was reported the patient was on vacation and fell on a slippery floor. It was reported there were changes in their stimulation patterns following the fall. It was noted the patient has two subcutaneous leads and 1 epidural lead. It was noted that one electrode on the subcutaneous leads had high impedances. It was noted that the electrode was programmed around to get coverage. It was noted there were changes in stimulation with the epidural lead. It was reported that with higher amplitudes the patient feels ¿cramping¿ sensations across their midback and this sensation was not felt prior to their fall. It was noted that the patient was scheduled for x-rays on the day of report. It was further reported the patient experienced a loss of stimulation/therapeutic effect. Additional information received reported the x-rays showed the leads had not appeared to move. It was noted the health care provider (hcp) feels the patient is getting ¿dez stimulation¿ causing their thoracic symptoms and will need to replace the epidural lead.

Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v482979, implanted: (B)(6) 2010, product type: lead; product ID 3888-45, lot# v482979, implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3888-45, lot# v482979, implanted: (B)(6) 2010, product type: lead; product ID 3888-45, lot# v482979, implanted: (B)(6) 2010, product type: lead; product ID 3778-60, serial# (B)(4), product type: lead. (B)(4).

Event description:
Additional information received reported the patient had been revised one week prior to report however no further information was reported. Additional information received reported the patient had one epidural lead and battery replaced one week prior to report. It was reported the patient is now receiving good coverage with their stimulation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was scheduled for a lead revision during the first week of (B)(6).